Event description:
Customer reorted device = 400+ mg/dl at night. Customer took extra insulin. In the middle of the night, device = 400+ mg/dl. Customer was sweating but took more insulin due to the result. The next morning, customer was disoriented. Spouse took reading and device = 400+ mg/dl. Spouse took customer to the emergency room (ER). Hosp device = 46 mg/dl and lab = 50mg/dl. Customer was given a glucose IV. Controls were expired. A request was made for return product and replacement product was sent.